Event description:
Customer reported issues with the pump's wake button, which required more force to operate. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional actions were taken.